Event description:
The customer reported the following issue: "postoperative loosening of the end cap occurred in a case of retrograde insertion of a t2 femoral nail." Additional information received: revision surgery was performed due to the non-union one and a half years after the initial surgery. The loosened end cap was discovered during patient follow-up (x-rays) and was also removed at the time of revision on a half years after the initial surgery.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported the following issue: "postoperative loosening of the end cap occurred in a case of retrograde insertion of a t2 femoral nail." Additional information received: revision surgery was performed due to the non-union one and a half years after the initial surgery. The loosened end cap was discovered during patient follow-up (x-rays) and was also removed at the time of revision on a half years after the initial surgery.